Event description:
The customer reported intermittent "filament regulator" errors during pt cases. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage generator was evaluated and recalibrated. The sys was tested and found to be working as intended and returned to svc. This malfunction may have resulted in a possible accidental radiation occurrence.